Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the exact cause of the reported leg pain and left limb thrombosis could not be determined from the films provided. Review of CT¿s revealed that an aneurx stent graft system had been implanted in the patient. The bifurcate had migrated out of the angulated and conical neck and into the sac. The proximal neck diameter just below the renals was approximately 21mm, and 2cm lower measured approximately 32mm. The infrarenal neck was severely angulated approximately 80° deg l-r; relative to the migrated aortic body and iliac limbs. The cause of the migration could not be determined; earlier post-implant films were not provided. This may have been due to disease progression and morphology changes. Following implant of an aortic cuff and 4 endoanchors, final angio did not result in any obvious endoleak or other issues, the devices were patent. However, cine¿s during angio injection were not seen in the films and the blood flow dynamics could not be assessed. CT¿s from 5 weeks post-implant revealed a slight amount of thrombus (1 ¿ 2mm thickness) seen inside and along the wall of the cuff aortic body, with similar wall thrombus extended distally along the full length of both the left and right limbs. Blood flow was seen distal to both limbs and down both legs. Images were not available for review from the most recent reported arteriogram which revealed that there was thrombosis in the left limb of the aneurx stent graft and that there was irreversible ischemia. It is unclear if stent graft oversizing, implanting the 28mm aortic cuff into the severely angulated and conical-shaped proximal neck, may have contributed to the thrombus. It is also unclear if the bifurcate migration into the aaa sac may have contributed. This may also have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an asymptomatic 51.3 mm in diameter abdominal aortic aneurysm. Aptus endoanchors and an endurant aortic cuff were implanted. The proximal aortic neck measured 20.5 mm to 26.1 mm to 32.3 mm to 35.7 mm to 34 mm in diameter along a 45 mm length. The proximal aortic neck angle measured 15 degrees. The supra to infrarenal angulation measured 25 degrees. There was localized thrombus that covered 25 percent of the seal zone with a maximum thickness of 1 mm. There was diffuse calcium that covered 40 percent of the seal zone with a maximum thickness of 5 mm. It was reported that, approximately nine years and eleven months post index procedure the patient had leg pain that had previously went unreported for three weeks. An arteriogram revealed that there was thrombosis in the left limb of the aneurx stent graft, that extended to the level of the bifurcate, and it was determined that there was irreversible ischemia. The physician elected to perform an above knee amputation and the event was resolved. The investigator assessed the event to be related to the procedure. The investigator indicated that the direct cause of the thrombosis was unknown and that there were no issues associated with the aptus endoanchors or the stent grafts. The investigator noted that the bladder cancer is a hypercoaguable state and probably contributed to the formation of thrombus.